Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The option-lok male adaptor of the plumset was connected to a percutaneous intravenous central catheter (PICC) and was being used to deliver 1 gram of vancomycin in 250ml d5w at a rate of 125ml/hr. The customer contact reported that after the vancomycin delivery was complete, the distal tip of the option-lok male adapter broke off inside the hub of the pt's PICC when the tubing set was being disconnected from the PICC line. The tubing set did not have to be replaced since the vancomycin delivery was complete. No further details were provided. There were no reports of any adverse pt effects and no reported delay in therapy critical to this pt. No add'l info was provided.